Manufacturer narrative:
(B)(4).

Event description:
It was reported that an hour later post implant the patient returned with cardiac tamponade. Pericardiocentesis for the effusion was performed. The patient was stable post procedure and will be followed normally.